Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03944 / 04015).

Event description:
During a shoulder arthroplasty, the glenoid baseplate impactor would not disengage easily from the implants following impaction. Another instrument was used to complete the procedure without delay.